Manufacturer narrative:
This report is 3 of 3. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 ultra resilia valve in the aortic position, resistance noted at ostium of right iliac bifurcation when inserting 18fr edwards dilator, wire exchanged for lunderquist, dilator fully advanced without difficulty. A 16fr esheath+ advanced over lunderquist wire without difficulty. The 29mm valve/delivery system (ds) inserted. Operator noted some slight resistance as the delivery system passed through the partially expandable section and stopped to visualize the access site. Fluoroscopy of access site at this point did not show any cause for concern. The operator continued to advance delivery system. The team was unable to visualize the system as it advanced to the distal end of the esheath, even though they had advanced the ds to a point where it should be exiting the esheath. Fluoroscopy of access site at this point revealed that the nosecone and crimped valve remained inside the esheath, but the proximal shaft of the ds seemed to be outside of the esheath lumen with a loop before coming back into the esheath lumen. An aortic occlusion balloon was inserted through the left femoral artery. The ds and esheath were unable to be removed. The vascular surgery team was called for open repair. The patient expired. Upon follow up, the fcs advised that there was no damage to the valve post removal. The perceived root cause of "the ds & esheath were unable to be removed' was the interaction of the crimped valve and vessel lumen at the point where ds protruded from seam of esheath. There were attempts to remove the ds and valve back out of the esheath, significant tension seen on fluoroscopy from distal aorta all the way to the arteriotomy. When the devices were removed, the mid portion of the esheath seam was fully split open revealing the ds. There was actually difficulty inserting the 18fr. Dilator, wire was upgraded to lunderquist. A second lunderquist wire was inserted through the contralateral arterial access site for support as area of difficulty seemed to be the distal aorta. The dilator was then exchanged for the esheath. The expansion tool was used (esheath+). The loader was able to be fully inserted into the esheath/esheath housing. The esheath was inserted at a steep angle. The ds got stuck at the blue portion of the esheath. The thv was crimped per IFU. The delivery system was prepared per IFU. The esheath seam was split open at the proximal-to-mid portion of the blue section. The actions taken during this event where the aortic occlusion balloon was inserted in contralateral arterial access. Emergent open abdominal vascular repair. The perceived root cause of the event was a bent valve strut and tortuous/calcified vessel. A 3mensio report and photos of the devices were obtained. There was no retained volume in the balloon. The ds was getting caught at the mid portion of blue section of esheath. The distal end of the ds never advanced the distal end of the esheath. The valve was on the ds the operator tried to remove the entire system through the esheath initially. During withdrawal, the position of the flex tip was at the valve. The ds was completely unflex during withdrawal. The valve appeared to have a bent strut. The perceived root cause of the event was multi-factorial, tortuosity, calcification, and friable tissue.

Manufacturer narrative:
This is 2 of 2 reports. A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b1, b2, h1, h6: component code, impact code, type of investigation, investigation findings, investigation conclusions, h10 and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for frame damage was confirmed based on the returned device. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (high push force) likely contributed to the event as 3mensio imagery revealed calcification and tortuosity within the access vessel, and resistance was felt during insertion of the dilator and delivery system. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29 mm sapien 3 ultra resilia valve in the aortic position, resistance noted at ostium of right iliac bifurcation when inserting 18fr edwards dilator, wire exchanged for lunderquist, dilator fully advanced without difficulty. A 16fr esheath+ advanced over lunderquist wire without difficulty. The 29 mm valve/delivery system inserted. Operator noted some slight resistance as the delivery system passed through the partially expandable section and stopped to visualize the access site. Fluoroscopy of access site at this point did not show any cause for concern. The operator continued to advance delivery system. The team was unable to visualize the system as it advanced to the distal end of the esheath, even though they had advanced the delivery system to a point where it should be exiting the esheath. Fluoroscopy of access site at this point revealed that the nosecone and crimped valve remained inside the esheath, but the proximal shaft of the delivery system seemed to be outside of the esheath lumen with a loop before coming back into the esheath lumen. An aortic occlusion balloon was inserted through the left femoral artery. The delivery system and esheath were unable to be removed. The vascular surgery team was called for open repair. The patient expired. Upon follow up, the fcs advised that there was no damage to the valve post removal. The perceived root cause of "the delivery system & esheath were unable to be removed' was the interaction of the crimped valve and vessel lumen at the point where delivery system protruded from seam of esheath. There were attempts to remove the ds and valve back out of the esheath, significant tension seen on fluoroscopy from distal aorta all the way to the arteriotomy. When the devices were removed, the mid portion of the esheath seam was fully split open revealing the delivery system. There was actually difficulty inserting the 18fr. Dilator, wire was upgraded to lunderquist. A second lunderquist wire was inserted through the contralateral arterial access site for support as area of difficulty seemed to be the distal aorta. The dilator was then exchanged for the esheath. The expansion tool was used (esheath+). The loader was able to be fully inserted into the esheath/esheath housing. The esheath was inserted at a steep angle. The delivery system got stuck at the blue portion of the esheath. The thv was crimped per IFU. The delivery system was prepared per IFU. The esheath seam was split open at the proximal-to-mid portion of the blue section. The actions taken during this event where the aortic occlusion balloon was inserted in contralateral arterial access. Emergent open abdominal vascular repair. The perceived root cause of the event was a bent valve strut and tortuous/calcified vessel. A 3mensio report and photos of the devices were obtained. There was no retained volume in the balloon. The delivery system was getting caught at the mid portion of blue section of esheath. The distal end of the delivery system never advanced the distal end of the esheath. The valve was on the delivery system. The operator tried to remove the entire system through the esheath initially. During withdrawal, the position of the flex tip was at the valve. The delivery system was completely unflex during withdrawal. The valve appeared to have a bent strut. The perceived root cause of the event was multi-factorial, tortuosity, calcification, and friable tissue. Upon further follow up for clarification, the fcs advised that the nose-cone of the delivery system and proximal section of the delivery system did remain within the sheath. However, just proximal to the crimped valve the delivery system shaft exited the sheath through the expandable section where it formed a loop before going back into the sheath. As the device was removed from the patient, the loop was straightened out within the sheath (as seen in the attached photos). Unfortunately, there were no saved fluoroscopy images from this procedure as all imaging was done using regular fluoroscopy and not cinefluoroscopy.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information, sections g6, h2, b5 updated.